Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a burning sensation in the back of the neck approx (B)(6) after implant. Pt would have to turn her voltage up very high to relive her migraine headaches and then the burning in the back of her neck would occur. This would only occur when the device was turned on. Pt concerned about "partial device failure" adn wants the device replaced or explanted. Add'l info was requested.